Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of "noise and heating up" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device experienced "noise and heating up." It is known that the device was not being used during surgery and that no patient or user injuries or medical intervention occurred. There was no additional information provided.